Event description:
The field service engineer was replacing the harmonic transmission on the orbiter (integrated). He positioned the yoke down and when the drive was released, the yoke rotated out of control. Field service engineer unable to stop because of the unbalanced condition.